Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Serial #: unknown, not provided. Catalog #: a complete catalog number is unknown as a serial number was not provided. Expiration date: unknown, as serial number was not provided. UDI#: a complete UDI # is unknown as serial number was not provided. If implanted; give date: unknown, not provided. (B)(6). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the labeling, complaint trending, and risk documentation for this device will be performed. If there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to clouding of the lens. No further information was provided. The explanted lens was investigated by an outside lab and found to have calcified post descemet membrane endothelial keratoplasty (dmek).

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/27/2019. Device evaluation: the product associated to the complaint was received in the original folding carton. Foreign material was found on the lens surface. According to the external investigation referenced in the initial report, there are calcification's present. The reported issue was verified but a product quality deficiency could not be determined. Based on the information provided and non-conformance/CAPA review, a malfunction or product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be evaluated and a search on complaints related to the production order could not performed because the product identifiers are not available. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.